Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer stated that she has been having trouble with the sensor. The customer's blood glucose reading was 123 mg/dl while her sensor glucose reading was 119 mg/dl. The sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that there are larger differences may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life.